Event description:
Boston scientific crm received info that this pt had been to the ER several times due to syncopal episodes. Their heart rate was less than 30 bpm. The right ventricular (rv) lead had loss of capture. The lead was revised and remains in service. To date, there have been no additional adverse pt effects reported. If additional info becomes available, this event will be updated as necessary.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.